Event description:
It was reported that the right atrial lead had crosstalk and the device had a detection issue. Reprogramming was performed on the atrial lead. Both the lead and device remain in use. No patient complications have been reported as a result of this event.